Manufacturer narrative:
Work order search found no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1 mm vticmo12.1 implantable collamer lens of -16.5/2.5/93 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. The lens was repositioned on (B)(6) 2022 due to lens rotation not associated to low vault. The problem was not resolved. Later that day, the lens was exchanged for a spheric model, same length lens, and the problem was resolved. Reportedly, "the residual astigmatism was corrected by laser.

Manufacturer narrative:
Corrected data: b3: date of event (B)(6) 2022 should be corrected to say (B)(6) 2022. Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in a microcentrifuge vial. Visual inspection found no visible damaged to the lens. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).